Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, a small metal part fell out. The source of the small metal part could not be identified. However, the device was not used in the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, a small metal part fell out. The source of the small metal part could not be identified. However, the device was not used in the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 2969 for the reportable issue of small metal part fell out when unpacking. Block h10: investigation result received one speedband superview super 7 with the tyvek side of its package (where the label was in placed). The ligator head and the rest of the package were not returned. A visual examination found all the metallic parts of the unit to be properly assembled and no foreign matters or evidence that could have caused/explained the issue reported by the user. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the returned product looks in good conditions without evidence of damages. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.